Event description:
The facility rep reported a pump that stops infusing at 60 ml. This was found during pt use, with no pt injury reported or medical intervention needed. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
The pump has not been received for eval. A follow-up report will be sent when the device has been received and the eval has been completed.